Event description:
According to the reporter: during a laparoscopic procedure, the suture was used on the uterus during a caesarian section to achieve hemostasis and the needle of the device broke. The patient had xray and nothing was found.